Event description:
Pt having bath and personal care, nurse removed EKG monitor, pulse oximeter and bp cuff for the bath. Pt was turned several times for bath, cleaning of bm and changing of linens. Towards the end of the approximate 40 minutes of am care, it was noted that pt was not breathing. He was reattached to the monitor and found to be in asystole. Since he was dnr status, he was not resuscitated. Family was present and was told he had expired. As the code was called and respiratory therapist came into room, he heard the ventilator alarms and heard air escaping from the heating apparatus. He realized that the ventilator had been disconnected at the chamber on top of the heater. By this time, the pt was in asystole and had expired. The respiratory therapist reported the ventilator tubing disconnection. Ventilator records showed the tubing/ventilation had been disconnected for 18 minutes. The ventilator was sequestered and checked by the company that owns the machine. No malfunction was found. Event fully investigated, found staff were silencing alarms. Not reported on FDA medwatch 3500a because not found to be problem with machine. However, company wanting info so this form submitted.